Manufacturer narrative:
Batch reviews performed on 02 june 2016. Lot 154366: (B)(4) items manufactured and released on 29 december 2015. Expiration date: 2020-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size t3-i4 left, code 02.12.t3i4l, lot. 153736 (k121416) (B)(4) items manufactured and released on 20 october 2015. Expiration date: 2020-10-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not yet received.

Event description:
During surgery when the surgeon was inserting the poly, the poly would not seat. The surgery was delayed approximately 15 minutes. The surgeon opened a new poly to complete the surgery successfully. X-rays are not available. The insert is being sent back to medacta international (B)(4).

Manufacturer narrative:
On 29 july 2016 the r&d project manager performed a visual inspection of the retrieved uhmwpe insert and commented as follows: the bottom surface of the insert presents some dents and scratches. The posterior "clipping" features of the insert have been plastically deformed and damaged in the lateral side. It presents a sort of incision with the negative shape of the clipping "tooth" of the baseplate. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not posteriorly well positioned. In this attempt the insert was pushed posteriorly and was permanently damaged without possibility to be clipped in the following attempts. We can state that the event is not implant related. On 03 august 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 12 august 2016 the report was sent to the initial reporter and the case was closed.